Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 different needles were not compromised during the 2 different insertions. They were both drilled into the patient with ease. Both were opened from sealed, non- compromised packages. The complication came when trying to screw the needle top part away from the metal catheter bottom part. The ez io seemed to be one solid unit with no place to unscrew. The 1st dose of epi was delayed 3 minutes during this cardiac arrest.